Event description:
At 8:02:03 in 2008, bus error/access fault ut0002 pc. 10:37:27 in early 2009, assertion failure u14014 task 6 line 380 error code: oxo. At 11:03:39 the following month, bus error/access fault ut0012 pc. These errors could cause the ventilator to stop providing breaths for the patient.